Event description:
It was reported that the customer recently converted to bd channel drain (072227) from the ethicon 10fr. Blake drain and their surgeons have been reporting issues with air leaks and difficulty with the trocar insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.